Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges pain, loss of mobility, excessive wear, metallic debris, bone loss, tissue necrosis and implant loosening. Update 09/03/2015 - pfs and medical records received. After review of the medical records for MDR reportability, no revision operative note was provided. The medical records did indicate pain, loosening along the femoral component (doesn't indicate if it was the stem/sleeve), osteolysis, increased metal ions (no labs), and clicking. The part/lot is being updated and the unknown depuy device is being changed to a stem. The sleeve is being added for the loosening. The complaint was updated on: 09/30/2015.